Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received a right total hip revision due to pain, swelling, hip noise and difficulty ambulating. Upon entering the joint, some metallosis was encountered. The liner was noted to be worn and fractured. The femoral head had some blackened areas ¿ the cup was noted to be intact. The liner and head were revised. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2009 dor: (B)(6) 2019; right hip. This complaint is linked to (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.